Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode showing minute ventilation (mv) oversensing and ring to can impedance of greater than 2,500 ohms. The sam feature appropriately disabled the mv sensor function. The patient will remain monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode showing minute ventilation (mv) oversensing and ring to can impedance of greater than 2,500 ohms. The sam feature appropriately disabled the mv sensor function. The patient will remain monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: with all the available information, boston scientific is unable to conclude the root cause of the incident. This device remains implanted; therefore, a technical analysis cannot be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: as of today, this device remains implanted. With the information provided, we cannot confirm the clinical observations. Risk assessment: a risk review was completed and confirmed the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.